Manufacturer narrative:
Based on the information provided, the "last runs" from which patient tissue samples exhibited sub-optimal processing were the "shave short run" protocol comprising 38 cassettes, which started in retort b at 10:20am on 11 june 2021 and completed at 12:32pm on 11 june 2021 and the "routine overnight" protocol comprising 300 cassettes, which started in retort a at 14:26pm on 11 june 2021 and completed at 03:29am on 14 june 2021. Evaluation of the instrument logs also identified that the "routine overnight" protocol comprising 233 cassettes, was started in retort b at 15:31pm on 11june 2021 and completed at 02:24am on 14 june 2021. The complainant did not report any adverse impact on the quality of processing of patient tissue samples from this processing run. Both the "shave short run" protocol" and the "routine overnight" protocol, which have a duration of 2 hours and 15 minutes and 8 hours and 29 minutes respectively, have been validated for use in this laboratory; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of either of these protocols. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information documented by the fss details that the sub-optimal processing of patient tissue samples was derived from the "routine overnight" protocol in which tissue type and size of the affected tissue samples processed were detailed as: "shaves" and "2-3mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "routine overnight" protocol with a duration of approximately 8 hours and 29 minutes is not appropriate for processing "shaves" tissue samples of "2-3mm" in size, which the complainant reported as "overprocessed, dry". The root cause of the sub-optimal processing of patient tissue samples from the "shave short run" protocol started in retort b at 10:20am on 11 june 2021 could not be determined from the information available. Investigation of this complaint found that the instrument functioned as designed during execution of the "shave short run" protocol started in retort b at 10:20am on 11 june 2021 and the "routine overnight" protocol started in retort a at 14:26pm on 11 june 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Investigation of this complaint also found that the instrument functioned as designed between 21 may 2021 and 11 june 2021, which is the period covered by the instrument logs provided.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "over the course of 2 weeks, tissue is too dry. No event codes prompted during this time, customer reports during microtomy the sections cut thicker from specimens processed on this instrument. Customer did replace all reagents as a part of troubleshooting. Both retort a and b affected, all protocols are affected. Unknown as to how many samples affected" on 17 june 2021, the leica applications technical team lead - core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint. The fss documented that the specific number of affected runs from which the quality of processing of patient tissue samples was adversely impacted was not known, but the issue had occurred intermittently "for the past couple of weeks" with the following processing "last runs" detailed: "overnight run" protocol comprising 300 cassettes, which started in retort a at 14:26pm on 11 june 2021 and the "short shave run" protocol comprising 38 cassettes, which started in retort b at 10:20am on 11 june 2021. The tissue type(s) and size(s) of the affected samples were detailed as "shaves" and "2-3mm" respectively. On 17 june 2021, the leica applications technical team lead - core histology received information that all patient cases involved in this event were diagnosable; and that re-biopsy has not been either recommended or performed.